Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(4), 2010. According to the complainant, during the procedure, the biopsy forceps were advanced into the stomach. The forceps were opened with no issue; however, while closing the forceps one of the wires broke. The physician removed the forceps from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient ID and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent out of the clevis. The pull wires of the device were intact and were not broken. Measurements were taken of the pull wire curves; one of the two curves was out of specification. Additionally, no abnormalities were noted with the device riveting and welding which were within design specification. Additionally the device passed the functional inspection. The condition of the returned incident device was consistent with the complaint. The evaluation found that the pull wire was not broken, but the washer tail was bent and appeared as if a wire was broken. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the biopsy forceps were advanced into the stomach. The forceps were opened with no issue; however, while closing the forceps one of the wires broke. The physician removed the forceps from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.